Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6) year old female patient who had essure (batch no. He01344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, vaginitis, overweight, dysuria and bacterial vaginosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"), depression ("psych injury /psychological or psychiatric problems - depression and mental anguish"), anxiety ("psych injury /psychological or psychiatric problems - depression and mental anguish"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (removal done). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection and bacterial vaginosis had resolved and the abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patients received treatment for - pelvic pain, gen. Abnormal bleeding and bladder/urinary prob. 1st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: 8. 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain lot number: he01344 manufacturing date: 2016-06-09 expiration date: 2019-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: bacterial vaginosis, post procedural complication. Event outcome were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.